Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary (mrca) artery with moderate calcification and mild tortuosity. The 3.5x38mm xience xpedition stent delivery system (sds) was deployed; however, a distal edge dissection occurred. Another 3.5x15mm xience xpedition stent was used to treat the dissection. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as an adverse event that may be associated with the use of a stent in native coronary or peripheral arteries: a conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.